Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had frozen display on insulin pump. The customer's blood glucose was 116 mg/dl at the time of the incident. Advised the pump will need to be replaced. Advised customer to revert to back up plan per hcp instructions until replacement arrives. Product will be returned analysis.